Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient died due to unknown causes. The patient's pacemaker and left ventricular (lv) lead were both explanted.